Event description:
An authorized service provider (asp) contacted ventec to report that the device had no ventilation output. The patient's parents had turned on the device for use when they noticed that the fan was running but there was no ventilation output. No further details were provided. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The asp received the device for evaluation and noted that upon attempting to power the device on, the fan started but the lcd touchscreen remained black and there was no ventilation output from the blower.

Manufacturer narrative:
H6: the authorized service provider (asp) has elected to return the device to ventec for an evaluation. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.